Event description:
Boston scientific received info that the right ventricular (rv) lead impedance measurement had decreased from 910 ohms to 610 ohms and the ventricular amplitude had decreased from greater than 12 mv to 3.9 mv. It was also noted that there was no capture at maximum outputs in unipolar and bipolar sensing. The sales rep (sr) stated that the chest x-ray observed a lead dislodgement. No noise was observed on the electrogram and the presenting rhythm showed some pseudofusion in the right ventricle. Technical services (ts) recommended pocket manipulation to attempt to reproduce the noise and discussed the possibility of a micro-lead dislodgement. The sr also stated that there was no asystole as the pt was not dependant; they had an intrinsic asvs rhythm at approximately 85 bpm and there were no adverse effects. An email was sent to the sr in an attempt to obtain resolution. No additional info is currently available. If additional info becomes available the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.